Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated she went to the hospital for medical attention (B)(6) 2020. Customer's diagnosis was hyperglycemia; blood result of over 300 mg/dl. Doctor prescribed metformin and insulin pen for her diabetes. Customer stated that she has been a diabetic for about a month now. Customer was not taking any medication for diabetes before. Customer was discharged on (B)(6) 2020. Customer is currently at home and experiencing symptoms of dizziness and lightheaded. Customer ran a blood test when she got home it was over 300 mg/dl. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved after initial follow up - unable to establish contact with customer at this time after several attempts.

Event description:
Consumer reported complaint for hi accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling lightheaded, dizzy, blurry vision, sleepy and slurred speech. Medical attention is reported as a result of the actual blood glucose result and reported symptoms. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/15/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.